Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), (event site mail), g3, g6, h2, h11.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was shutting off. Also, the charge holding capacity of battery has to be confirmed. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, b5, d9(device available for eval), d10, g1(contact person ¿ mfg site), g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to confirm the issue. The logs reported that the unit powered on twice without any accompanying power down code. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) is shutting off. No patient harm.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - e3.

Event description:
N/a.